Event description:
The customer reported via phone call that the insulin pump experienced a blank display. The customer stated that she had changed the battery two days prior. The customer's blood glucose was 343 mg/dl. The customer treated her blood glucose with a manual injection. While troubleshooting, the customer confirmed that the insulin pump was dropped on the floor the night before and was not exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer stated that he had already inserted a new battery, and the insulin pump turned back on. The customer declined troubleshooting for high blood glucose. The customer was advised that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.